Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a routine follow up, the physician decided to disable the automatic capture feature of the patient's pacemaker. A jump in the impedance measurement was also observed. The same day of the follow up, the patient experience a syncopal event. Subsequently to this event, the patient had a fall and fractured their leg. The patient was then evaluated and the pacing was reprogrammed to unipolar. All measurements were within limits. Isometrics were performed, and minor noise was reproduced, however, it wasn't oversensed. Boston scientific technical services (ts) recommended to perform some troubleshooting. At this time, this pacemaker remains in service. No additional adverse patient effects were reported. Additional information was receive from sales representative indicating that noise was oversensed on the ra lead which resulted in an inappropriate atr episode.